Event description:
During impedance testing, they were getting question marks in results. It was noted that accurate results could not be obtained at the currently programmed parameters. It was recommended that the default test values be increased and the tests re-run. The patient had cervical implants, so they were only able to increase to 1.5v/210us/30hz; electrode pairs 4 and 7 showed 85 ohms and 85ua. It was later reported that "all is fine with the system".